Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was noted to be in the hospital and being observed via electrocardiogram (ECG) when asystole of about 10 seconds was observed. The patient reported having regular pre-syncope events in daily life. A pacing problem was suspected. Reprogramming was performed and the device was later explanted and replaced. No further patient complications have been reported as a result of this event.